Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and the current blood glucose was 168 mg/dl. The customer was not assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.